Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr), pre-procedure gradient of 4mmhg, mal-coaptation gap of 6mm, bi-leaflet tethering, dilated left ventricle (lv), and thickened anterior leaflet for a mitraclip procedure. One xt was implanted on anterior and posterior leaflet segments 2 (a2/p2). The mr was reduced to grade 1-2 with hemodynamic improvement. The post-gradient was 8mmhg. The patient was satisfied with the results of the procedure, despite the gradient. There were no adverse patient effects. On (B)(6) 2024, a single leaflet device attachment was observed during a follow-up echocardiogram. The posterior leaflet was detached. The mr was grade 4 and the patient was symptomatic with shortness of breath. Per the physician, there was possible tissue injury from the thickened anterior leaflet pulling the clip out of the posterior leaflet. On (B)(6) 2024, a second clip intervention was performed to treat the residual mr and stabilize the slda. One nt was implanted and the mr was reduced to grade 1. There were no adverse patient sequelae.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea was a cascading event of the reported recurrent mr. The reported tissue injury was related to patient anatomy. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.